Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t, serial number (B)(4), tested positive for mycobacteria after 10 days of incubation. This was discovered during maintenance, so there is no known patient involvement. A sorin group field service representative was dispatched to the facility to inspect the reported contaminated device. The inspection of the outer and inner parts of the sorin heater-cooler system revealed residuals and biofilm in several locations of the patient and the cardioplegia water circuits, and the dead leg and internal overfill tubing showed discoloration. Based on the obvious biofilm in the water circuits of the devices inspected, it has been concluded that the user failed to strictly follow the cleaning and disinfection instructions outlined in the current IFU. A review of the DHR could not identify any deviations or nonconformities relevant to the reported failure. The involved heater-cooler is currently not in service and the customer has reported that the unit will likely be scrapped and replaced due to age (manufacture date january 2002). As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure in the current IFU. Evaluated on site by sorin service rep.

Manufacturer narrative:
There is no known patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report about the sorin heater-cooler system 3t tested positive for mycobacteria after 10 days of incubation. This was discovered during maintenance, so there is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report about the sorin heater-cooler system 3t tested positive for mycobacteria after 10 days of incubation. This was discovered during maintenance, so there is no known patient involvement.